Event description:
A medtronic rep reported that they merged a CT and t1 mr in synergy cranial 2.2. No 3d models were built. They registered and proceeded to navigate; connected their leica oh4 microscope integration to the s7, then the synergy software crashed to a blue screen. After re-booting, they were able to proceed and complete the procedure with the use of the stealthstation s7 system. There was no impact to the pt's outcome.

Manufacturer narrative:
Device manufacture date is unavailable at time of this report. Engineering analysis of the core and log files done. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.